Event description:
Pt recently began using focus dailies manufactured by ciba vision corp, one day wear contact lenses on optician's recommendation. Several times now, while trying to remove them, they have torn in half leaving one section in eye and virtually invisible. It seems to find its way up under lid and pt can't remove it. The resulting irritation makes it impossible to be sure it is even out. Pt has just left to the optometrist's office after losing a day's work. Pt has worn contacts for years. Pt believes these are a health hazard and would like to know if any more complaints have been made.